Manufacturer narrative:
(B)(4). Initial/final. UDI: (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual inspection found the liner to be damaged. The outer radius is scratched in 1 location. The barb is damaged such that two (2) thick strands of poly protrude from the liner. Three (3) of the scallops are sliced to the point that the poly appears as if it were peeling off the liner. Two (2) rectangular indentations were observed on the outer radius just above the barb. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. The surgeon took post op x-rays immediately after the surgery and noticed the patient had subluxed. Therefore, incision was opened, and the surgeon noted the poly liner had disengaged. After evaluating the poly liner it was noted that it was damaged. A new poly liner was then used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.